Event description:
It was reported the patient experienced csf leak following an scs permanent trial procedure. As such surgical intervention took place on (B)(6) 2024, where the paddle was explanted. Patient in stable condition.

Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.